Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 2 occurrences of leaking from the tubing of bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: "we had 2 employees in another facility tell me that they had some leaking from the tubing causing the vacationer tubes to not fill. The blood seemed to be leaking from the 2 ends of the tubing. The beginning and end of the tubing. All of the leaking butterflies were from the same lot number."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka/fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of leaking from the tubing of bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: "we had 2 employees in another facility tell me that they had some leaking from the tubing causing the vacationer tubes to not fill. The blood seemed to be leaking from the 2 ends of the tubing. The beginning and end of the tubing. All of the leaking butterflies were from the same lot number.''